Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely positive rheumatoid factor results generated by the unicel dxc 600 pro synchron clinical systems for several patients. The results were reported out of the lab and were questioned by the physician. The patients' samples were re-tested using a different reagent lot. The original and repeated patient results are shown. Patient treatment was not affected.

Manufacturer narrative:
No system error messages were noted. Bci service was not dispatched. A clear root cause for this event is unknown.